Manufacturer narrative:
The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. With no device return the exact cause of the reported event cannot be definitively determined based on the available information.

Manufacturer narrative:
The actual device was not returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported there was kink in the sheath. When the locator was being inserted into the insertion sheath, resistance was felt and a kink was observed in the tip of the insertion sheath. The device was not used and manual compression was applied for 30 minutes to achieve hemostasis. The physician had completed the training process on the device prior to this case. The size of the sheath ancillary used was 8 fr. Blood loss was reported to be less than 250 cc, and there was no health damage to the patient. There were no other devices or equipment reported to be used with the reported product.